Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on the information, the reported slda was due to fragile leaflets therefore due to anatomy. The reported unexpected medical intervention was a result of case specific circumstances as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. After deployment of the first clip, it was noted it detached from the anterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip however after removing the lock line, the clip detached from the posterior leaflet. A third clip was implanted between the two slda clips, reducing mr to 3-4. Per the physician, the sldas were due to the thin/friable leaflets. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.